Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, after implantation and during use of the turbo-ject® single lumen power-injectable PICC (peripherally inserted central catheter), the purple hub split and a leakage resulted. This necessitated the removal and replacement of the PICC line. The circumstances surrounding the usage and handling of the device were not reported. The product is reportedly available for evaluation; however, as of the date of this report, no device has yet been received.

Manufacturer narrative:
Investigation - evaluation: a review of device history record, quality control documents, manufacturing instructions, complaint history, instructions for use, specifications, and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation. A visual examination of the product noted the hub is cracked in several locations. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. The turbo-ject® single lumen power-injectable PICC is shipped with instructions for use (IFU), which clearly states the proper warnings, precautions, and instructions for use. Specifically; ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.